Event description:
It was reported that device diagnostics resulted in high impedance. X-rays were taken and did not identify any discontinuities when reviewed by the physician. X-rays were sent to manufacturer for review, but have not been completed to date. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.